Event description:
Note: this report pertains to one truetome 39 and one jagwire device used in the same patient and procedure. It was reported to boston scientific corporation that a jagwire was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the truetome 39 was loaded over a .035 jagwire, and cannulated successfully, but could not be exchanged as the wire was stuck in the truetome 39. Both tome and wire were removed from patient, and a non-boston scientific device were attempted to be used, but unable to recannulate the bile duct. The procedure was not completed and was canceled after the patient had been sedated with general anesthesia. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.